Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector would not flow during use. It was further reported that the IV connector was attached to a non baxter collection set that was then connected to a non baxter IV catheter. The nurse attempted to draw blood through the collection set, however there was no blood return. The collection set was disconnected and a clearlink y-type blood/solution set was attached to the IV connector and an attempt to infuse lactated ringers into the vein was made, however it would not infuse. An attempt to flush was also made, however the same issue occured. To resolve the issue, the IV connector was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.